Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse stated the patient had fibrin in his drain line. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated he was able to speak with the patient regarding the occurrence. Per pdrn the patient had been having fibrin issues the past two days and was unable to successfully dialyze as a result. The pdrn stated the patient ended up being hospitalized on (B)(6) 2016 due to hyperkalemia as a result of inadequate peritoneal dialysis treatments. Serum potassium levels were not provided by the pdrn. The pdrn indicated the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy while hospitalized, and indicated as of (B)(6) 2016 the patient remained hospitalized. Medical records were requested.